Event description:
During an operative procedure an open reduction, internal fixation left tibial plateau fracture. The tip of a 2.5 drill bit broke off, lodging in the tibial medullary canal of the pt.